Event description:
The pt experienced breakthrough pain following some sort of environmental exposure. The pt had a CT scan and an MRI. The pain started about 48 hrs after the CT scan. There were no alarms from the pump. The medications being delivered via the device system were dilaudid, clonidine, and a third medication that the reporter could not recall. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).